Event description:
It was reported that during an open total gastrectomy, delayed leakage occurred. The device was used between esophagus and jejunum. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Unknown, captured as awareness date. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information: the patient is still hospitalized, and so far, the patient has been hospitalized for 1 month post operation. The hospitalization was prolonged. The initial operation was total gastrectomy, the device was used on anastomosis between esophagus and jejunum. 8 days after the operation, delayed major leakage occurred. The posterior wall was reinforced and there was no problem during the operation. The donut was created properly. The staples were formed properly. The surgeon comment: the leakage might have occurred from the left side of the posterior wall which it was reinforced with the mattress suture. Is it not due to the staple uniform? There was no change in the operation. There was no pancreatic leakage. What were the indications for surgery? No further information will be available. Did the patient receive any preoperative chemotherapy or radiation? No further information will be available. Were there any issues experienced with the device in the initial surgical procedure? No further information will be available. What healthcare professional fired the device and what is his/her experience with the device? No further information will be available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information will be available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information will be available. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? => no further information will be available. Was the green checkmark visible at the end of the firing? No further information will be available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No further information will be available. Was there any difficulty removing the device? No further information will be available. Was a complete transection of the white breakaway washer visually confirmed? No further information will be available. Were the donuts inspected? If so, please describe. Donuts was formed properly. Were there any issues noted with staple formation? The staple was formed properly. No further information will be available. Was a leak test performed? If so, what type and what was the result? No further information will be available. Was the staple line visualized endoscopically during the initial surgical procedure? No further information will be available. What was observed at the site of the leak upon reoperation? No further information will be available. How was the leak addressed? No further information will be available. What is the current patient status? The patient is still hospitalized. Hospital for 1 month and no plan on discharging. No further information will be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.